Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that the acetabular liner would not lock into the shell. The procedure was finished using a backup device with a surgical delay of less than 30 minutes and no injury to the patient. Therefore, no further clinical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during thr primary surgery, after the acetabular shell implantation, the surgeon was trying to insert the acetabular liner but when the r3 20 degree xlpe acetabular liner 32mm inner diameter x outer diameter was put in the acetabular shell, was not stable an could not locked. The procedure was finished using a backup device from smith and nephew with a surgical delay of less than 30 minutes and no injury to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.